Event description:
(B)(4). Event occurred in the united states. The patient reported that her infusion set tubing broke from where it is attached to the site connecter. It appeared that the adhesive that connects the tubing to the site failed. The patient's blood glucose level was 198 mg/dl at the time of the event. The infusion set tubing was not pulled. She changed the infusion set tubing to resolve the issue. No further information available.